Event description:
It was reported that right ventricular lead was explanted due to high thresholds. Physician decided to explant whole system and all were replaced. No additional adverse patient effects were reported.